Event description:
It has been reported that one needle 26x3/8 ib has been found with mixed product before use. The following has been provided by the initial reporter: it was reported that box of needles received were 26g 1/2" rather than 26g 3/8". Event description: description of issue: customer reports 2 boxes of cartridges have shorter needles than usual making it difficult for customer to fill the cartridge. Number of occurrences: 2 (boxes) did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number 26 g, 3/8¿ needle ¿ 305110. Product lot number: m289738 (box) - 8361850 (needles) - customer could not provide lot numbers for other box affected. For bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue. Cts note customer emailed 2nd time confirming that needle length of original needles received were 26g 1/2" and new ones received were 26g 3/8".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one needle 26x3/8 ib has been found with mixed product before use. The following has been provided by the initial reporter: it was reported that box of needles received were 26g 1/2" rather than 26g 3/8". Event description: description of issue: customer reports 2 boxes of cartridges have shorter needles than usual making it difficult for customer to fill the cartridge. Number of occurrences: 2 (boxes). Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: m289738 (box) - 8361850 (needles) - customer could not provide lot numbers for other box affected. For bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue. Cts note customer emailed 2nd time confirming that needle length of original needles received were 26g 1/2 and new ones received were 26g 3/8.""